Event description:
A touchscreen responsiveness issue was reported, where the pump screen froze and would not respond to user inputs. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset with information provided by technical support, and this resolved the issue, allowing the customer to interact with the pump screen again.